Event description:
The patient was hospitalized for two days for hyperglycemia. She received an infusion of nacl and one with insulin. Ketones measured 5.6. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.